Event description:
During priming of the device in preparation for a cardiopulmonary bypass procedure, the user reported the cap of the cannula was not properly vented, resulting in a delay of the procedure. Although the user reported the cannula was venting slower than expected, the cannula was used for the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.